Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that there was a burning sensation at the site of the battery pocket while stimulation is on and off. There were no environmental factors known to have contributed to the issue. As troubleshooting steps taken, they tried turning stimulation on and off and completed an impedance check. No further actions or interventions have been taken to try to resolve the issue; therefore, the issue was not resolved at the time of the report. A surgical intervention was not planned or performed to resolve the issue. There were no further complications reported.